Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The dentist states in the letter the patient was examined and evaluated and based on the findings the patient is experiencing mobility of tooth #6 and the lower arch presents an anterior open bite with crowding. Given these issues continuation of aligner treatment is not advisable. With the current condition may require interproximal reduction or potentially orthognathic surgery to achieve a functional and stable outcome.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.